Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, before dilation, it was noted that the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.